Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not have any diabetic symptoms. The customer did not have any medical intervention since the last call. No additional blood tests were performed using the truemetirx air meter.

Event description:
Consumer reported complaint for high blood glucose test results. School nurse is calling on behalf of the customer. The meter belongs to the customer. The customer is concerned with test results from results obtained of 465 and 547 mg/dl. Fasting back to back meter comparison blood glucose test results were also reported: 547 mg/dl using the truemetrix air meter and 229 mg/dl using another device. The customer's expected fasting blood glucose test result range is 170 - 215 mg/dl. At the time of the call the customer had symptoms of increased thirst and feeling tired. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the nurse's office. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 465mg/dl date: (B)(6) 2017 time: 1:40pm fasting. Result 2 : 547mg/dl date: (B)(6) 2017 time: 2:45pm fasting. School nurse states on (B)(6) 2017 customer did have symptoms of increased thirst and tiredness. Customer states meter is reading high and states his normal fasting range is 170mg/dl-215mg/dl fasting. Customer states at time of call that mother of customer tested a meter at home and received a reading of 229 mg/dl fasting and nurse states they do not have that meter's information with her. Customer is storing supplies at nurse's station.